Event description:
It was reported that the external pulse generator (epg) was used with a patient after a cardiovascular surgical procedure. Actual pacing was approximately 130 bpm even though the epg was programmed to vvi at 70 bpm. When the power of the epg was turned off, the patient's own pulse was 40 bpm. The power was then turned on again and the reported epg was programmed to 70 bpm. Then when pacing was attempted there was a pacing spike at 50 bpm, but the rate did not increase more than 50 bpm. After this the epg was replaced with another unit and the epg was sent to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).